Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00011 on jan 06, 2023 additional information mar 06, 2023: an outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one female patient. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to the initial result. The sample was tested on an alternate method 1 and the result was lower than all the atellica im tnih results. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result: 114 ng/ l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (107.85 ng/l and 108.04 ng/l). This indicates a sample/patient specific incident. The sample was run on alternate method 1 ctni with low result: 0.01 ug/l. The sample was also run on another alternate method 2 troponin I with elevated result: 28.453 ng/l. (Alternate method 2 reference interval: female 10ng/l; male 20ng/l.) No sample was available to be sent to siemens for further investigation ie for any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method troponin or other alternate methods for troponin will have similar results. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2023-00012 supplemental 1 was filed for the same updates.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate. MDR 1219913-2023-00012 were filed for the same sample tested on two different days.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.